Event description:
Refrence number: (B)(4). Event occured in saudi arabia . It was reported that the patient faced high blood glucose level event on (B)(6) 2026. The patient was treated with manual injection. No further information is available.